Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.